Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, operational, stress and degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited the venting connector of the light guide connector and the forceps channel port had corrosion, the control unit, the ud plate and the universal cord were sticky, the control section, the ud plate, the angulation lever and the video connector had foreign objects and also, the adhesive on the a-rubber was chipped. There was no patient involvement.